Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was being actively cooled and temperature was being monitored by thermistor foley catheter and blanketrol. Writer, doctor and charge nurse noted that patients temperature during and eeg went from 35.8 to 32.1. The patient was cool to touch. The temporal temperature was 35.2. Clinicians felt thermistor temperature would be most accurate and active warming ensued. They applied warm blankets and warm water bags. The temperature did not rise, so bear hugger was set up and set to 43. Over 4 hours, the patient's temperature rose to 35.4. When patient repositioned, they noted the temperature dropped from 35.4 to 31. They then bladder scanned the patient and noted the foley had low output and urine in bladder exceeded 802 ml. Bear hugger removed as foley was not reading temperature properly. The foley catheter was changed and continuous temperature monitoring continued. There was significant potential for harm to patient. The patient was potentially actively cooled or warmed based off of false temperatures due to faulty temperature sensing foley.

Event description:
It was reported that the patient was being actively cooled and temperature was being monitored by thermistor foley catheter and blanketrol. Writer, doctor and charge nurse noted that patients temperature during and eeg went from 35.8 to 32.1. The patient was cool to touch. The temporal temperature was 35.2. Clinicians felt thermistor temperature would be most accurate and active warming ensued. They applied warm blankets and warm water bags. The temperature did not rise, so bear hugger was set up and set to 43. Over 4 hours, the patient's temperature rose to 35.4. When patient repositioned, they noted the temperature dropped from 35.4 to 31. They then bladder scanned the patient and noted the foley had low output and urine in bladder exceeded 802 ml. Bear hugger removed as foley was not reading temperature properly. The foley catheter was changed and continuous temperature monitoring continued. There was significant potential for harm to patient. The patient was potentially actively cooled or warmed based off of false temperatures due to faulty temperature sensing foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.